Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. While on support, the purge pressure dropped to zero with purge flow at 30. The staff reported that there was a leak at the yellow luer connection. As the patient was hemodynamically stable, the impella was explanted at bedside.

Manufacturer narrative:
The investigation for the reported pump purge leak issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device confirmed a luer leak. The root cause of the purge leak was the sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records.